Manufacturer narrative:
Stryker performed a clinical review and determined that the device use contributed to the adverse event and it also involved user error. Review of the device's electronic download logs confirmed that the first shock delivered to the patient was a standard defibrillation shock and the device was not placed into sync mode. There is no evidence that a device malfunction ouccrred as the reported issue was due to use error.

Event description:
The customer contacted stryker to report that their device delivered a synchronized cardioversion shock to a patient at the wrong time, which caused the patient to patient to go into ventricular fibrillation.

Event description:
The customer contacted stryker to report that their device delivered a synchronized cardioversion shock to a patient at the wrong time, which caused the patient to patient to go into ventricular fibrillation.

Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. The customer informed stryker that no further patient information is available. Patient fields in which information was not provided were intentionally left blank. Stryker evaluated the customer's device and was unable to duplicate the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be determined.